Event description:
No additional information r eceived from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus, and the allegation was not confirmed. Based on the results of the investigation, since the subject device was not evaluated, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there is a plastic piece at the end of the scope near the lens and that is broken off, thread has melted off. The issue occurred during reprocessing. There was no report of any patient harm.